Event description:
It was reported that the patient initiated fill tubing while still connected to the infusion set and tubing, resulting in an estimated 8 units of insulin delivered through the tube component; blood glucose was already elevated prior to the event, and the patient received education to follow pump prompts and disconnect before filling. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event involved improper procedure while using the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.